Event description:
A caller reported a data error alert 4 occurring after the pump was shipped. The specific blood glucose level at the time of the issue remained between 54-500 mg/dl, which is within an acceptable range. The history logs might have been erased, although the ongoing therapy was unaffected, and the customer continued to use the pump for insulin therapy with full understanding of the situation.